Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call low blood glucose levels. Customer¿s blood glucose level was 49 mg/dl. Customer treated their low blood glucose via candy. Customer¿s current blood glucose level was 200 mg/dl. Customer declined to troubleshoot for low blood glucose levels and they advised they felt fine. The insulin pump will be returned for analysis.